Manufacturer narrative:
The device was received for evaluation. During functional testing it was observed that keys, 0,1 and 4 were not working on the keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had numbers on the keypad that were not working. This occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.